Manufacturer narrative:
Concomitant medical products: model: ddbb1d1, ICD; implanted: (B)(6) 2016; model: 5076-58, lead; implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients left ventricular (lv) lead exhibited high thresholds. The patient's right ventricular (rv) lead exhibited high/undefined impedances on the rv defibrillation coil and the superior vena cava (svc) defibrillation coil. Both leads were extracted and replaced. No patient complications have been reported as a result of this event.